Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer found that the expiration date of the product was too short, which made it impossible for the ward to receive it in batches. The following information was provided by the initial reporter. The customer stated: "the nurse in the ward checked the medical consumables before use and found that the expiration date of the product was too short, which made it impossible for the ward to receive it in batches, and the product was in an integrated package and could not be received individually."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Citrate tubes have a shorter shelf life. This product was made on 24/10/2022 and the exp date is 30/06/2023 which is 8 months long shelf life. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h.10.